Event description:
It was reported that an ilet bionic pancreas exhibited a nonresponsive touchscreen, documented by video, and a replacement was arranged. Symptoms included no adverse clinical effects. Outcomes included continued diabetes management using the patient¿s dexcom system while awaiting the replacement device. Investigation included remote troubleshooting and verification of the touchscreen malfunction. Investigation of this case revealed a touchscreen responsiveness failure consistent with an impact to the edge of the display assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.